Manufacturer narrative:
(B)(4).

Event description:
A drug overdose was reported. The pt was found unresponsive in the car. The attending physician in the emergency room reported altered mental status, unresponsiveness, rash and bilateral lower limb edema. The pt was too unstable to be transferred to the hospital where she is usually seen. The drug in the pump was prialt (ziconitide), dose and concentration unk. Either stopping the pump or emptying the pump was being considered. Additional information has been requested from the hcp, but was not available as of the date of this report.